Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed. Internal control number: (B)(4).

Event description:
This is the second of two reports on the same event involving two products. Refer to medwatch 8020392-2010-00014 for a description of the second report. It was reported by the pt's mother that her daughter experienced corneal ulcer, infection, and scarring following her use with (B)(4) and was treated in the emergency room. Follow-up info from the pt's eye care provider stated the pt was using (B)(4) for her lens care product. The pt did not show up for her follow-up appointment with the eye care provider or reschedule the appointment when she was called. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.